Event description:
Patient in surgery for bilateral mammoplasty augmentation w/implant. The sterile sizer was assessed prior to use, and a pinhole was noted w/gel seepage. Did not touch or harm patient. Removed from field, new sizer obtained. FDA safety report ID # (B)(4).